Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had blood glucose (bg) values that reached 480 mg/dl. The patient used the patient portal to contact a health care practitioner and was prescribed synjardy at 20 mg strength to take 1 time per day. The pod was worn between 4 and 24 hours on unknown location. The patient reported having a urinary tract infection (uti), as well. The pod was removed and discarded. The patient was discharged on the same day.